Manufacturer narrative:
Due to character limitation, below field are added from e1- (B)(6).

Event description:
It was reported that, cardiosave intra-aortic balloon pump (iabp) had error code 53. There was no patient involvement.

Manufacturer narrative:
Contact person phone number: (B)(6). Updated fields b4 d9 e3 g3 g6 h2 h3 h6 type of investigation, investigation findings component code conclusion h11. Corrected field e1 initial reporter name. It was reported that prior to use the cardiosave intra aortic balloon pump iabp displayed error code 53 fiber optic fail. No patient was involved and no harm was reported. A getinge field service engineer fse inspected the unit and replaced the fiber optic cable. The unit passed all required calibrations functional checks and safety tests in accordance with the manufacturers specifications and was returned to service ready for patient use.

Manufacturer narrative:
Updated fields b4, g3, g6, h2, h11. The failure analysis and testing department received the part fiber optic jumper with a reported unit failure of kinked fiber optic cable. The failure analysis and testing department performed a visual inspection of the received fiber optic jumper cable and found that the cable shows an indication of minor kinking. The fat department installed the fiber optic jumper in the cardiosave test fixture serial number (B)(6) and tested it to factory specifications per the cardiosave service manual. Functional testing of the cable failed with a single count of 0 and no detectable fiber optic waveform observed during measurement. The failure analysis and testing department was able to verify the failure as described by the customer. The part is being retained in the fat department.